Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic right sub lobectomy, the device did not fire. Green button was able to be pressed but handle could not be squeezed. Another handle was used to complete the case. There was no patient injury.